Event description:
The patient had a pocket revision due to extreme thinning of the skin and migration of the device. The pocket was thoroughly revised completely. New dissection planes were done medially, inferiorly, and laterally. The revision was successful.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.